Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the physician planned to replace the device after the patient stabilized, since the patient had multiple comorbidities. The patient expired before the device could be replaced. The reported cause of death is unknown. There is no allegation that the death was related to an sjm device.